Event description:
The nurse said they were doing a tonsillectomy when the insulated, coated tip sparked and flared causing a superficial burn to the throat. They were using a conmed foot-controlled electrosurgical pencil. The sabre 2400 esu was tested by the biomed and passed the functional test and safety inspection. They were using 50 degree oxygen during the procedure.